Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and found there to be a leak. The customer reported that the expiratory filter was cracked. The customer reported to have replaced the expiratory filter and short self test passed. Covidien was not authorized to repair the device.

Event description:
Covidien received information stating that a 980 ventilator generated a safety valve open message and was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.